Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed medical records received on 11 may 2018. Right knee revised to address pain, medial varus deformity, and aseptic loosening of the tibial base plate component at the cement to implant interface. Revising surgeon indicated the presence of villonodular synovitis, consistent with implant loosening. Femur was well-fixed, revised with little bone loss. Tibial base plate was found to be loose, with no bone cement adhered to the backside, completely debonded from the cement mantle. The cement mantle, on the other hand, was well-fixed to the tibia bone, requiring piecemeal removal. There was bone loss of the medial side of the tibia, from the medial collapse of the loose tibia component. Patella component was well-fixed and tracked well, so was not revised. (See (B)(4) for revision of left knee). Doi: (B)(6) 2014 dor: (B)(6) 2016 right knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: b1, h6 (patient). H6 patient code: no code available (3191) was used to capture surgical intervention.